Event description:
On (B)(6) 2010, an elevate anterior (intepro lite) was implanted. It was reported that on (B)(6) 2011, the pt developed worsening stress urinary incontinence. The event info indicates this is device related and is reported as ongoing. Medical intervention was physiotherapy.